Manufacturer narrative:
Results of investigation: it was reported that during surgery there was a dismemberment of the ceramic ceramic ball head delta 28 m (75007452) and polarcup xlpe insert 49/28 non-cem (75018956). Both devices used in treatment were received for investigation. A visual inspection was conducted. The polarcup xlpe insert and the ceramic ball head are still connected, indicating that the reported dislocation happened between the insert and shell. The taper connection of the ball head shows some blackish marks from the connection with the stem taper. The pole of the ball head is observed to have blackish , metallic residues. It can however not be verified if these occurred during the time that the ball head was implanted or during the removal procedure. Apart from that no obvious damage such as scratch marks could be observed. A medical investigation was performed. Based on the limited information provided, a thorough medical assessment could not be performed. A review of the complaint history revealed no additional complaint for the batch in question nor any other complaints for the complained device. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported dislocation. The IFU (lit. No. 12.23 ed 05/16) lists dislocation as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Since the ball head and the xlpe insert are still connected, the ball head is not considered to have contributed to the reported dislocation. The dislocation happened between the xlpe insert and the shell. The reported failure mode cannot be confirmed and the root cause is not related to the device. Therefore, the need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. The returned device will be retained.

Manufacturer narrative:
It was reported that, after a tha surgery had been performed, the patient experienced a mechanical dislocation of the ceramic ceramic ball head delta 28 m (75007452) and polarcup xlpe insert 49/28 non-cem (75018956). Both devices used in treatment were received for investigation. A visual inspection was conducted. The polarcup xlpe insert and the ceramic ball head are still connected, indicating that the reported dislocation happened between the insert and shell. The taper connection of the ball head shows some blackish marks from the connection with the stem taper. The pole of the ball head is observed to have blackish , metallic residues. It can however not be verified if these occurred during the time that the ball head was implanted or during the removal procedure. Apart from that no obvious damage such as scratch marks could be observed. A medical investigation was performed. Based on the limited information provided, a thorough medical assessment could not be performed. A review of the complaint history revealed no additional complaint for the batch in question nor any other complaints for the complained device. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported dislocation. The IFU (lit. No. 12.23 ed 05/16) lists dislocation as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Since the ball head and the xlpe insert are still connected, the ball head is not considered to have contributed to the reported dislocation. The dislocation happened between the xlpe insert and the shell. The reported failure mode cannot be confirmed and the root cause is not related to the device. Therefore, the need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. The returned device will be retained.

Event description:
It was reported that, after a tha surgery had been performed, the patient experienced a mechanical dislocation of the ceramic ceramic ball head delta 28 m and polarcup xlpe insert 49/28 non-cem. A revision surgery was performed to replace such devices. The patient outcome is unknown.